Manufacturer narrative:
Based on the available records, it is not clear what role, if any, the lava ultimate restoration, played in this event. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal therapy.

Event description:
This patient record was identified during post-market surveillance activities. Records supplied by the dental office indicate that a male patient ((B)(6)) required root canal therapy on tooth #3. This tooth had received a lava ultimate crown on (B)(6) 2014, because recurrent decay had occurred beneath a prior temporary crown; details on when the temporary crown was placed were not provided. On (B)(6) 2014, the lava ultimate crown debonded and was re-cemented. On (B)(6) 2014, the crown fractured and a new lava ultimate crown was placed. Records indicate that at this time, very little tooth structure remained; the dental professional noted that if the crown debonded again, it was possible that a root canal and core build-up might be necessary. On (B)(6) 2014, the lava ultimate crown debonded and was re-secured with a temporary cement. On (B)(6) 2014, a crack was identified in the tooth and patient was referred to endodontist for root canal (which was likely conducted on (B)(6) 2014). On (B)(6) 2014, a new non-3m crown was placed.